Manufacturer narrative:
On 16th february 2023, getinge became aware of a situation with one of our columns ¿ 116001c0 - otesus or table column, mobile which was related to the table changing the position during the procedure. On 3rd march 2023, further information was received regarding the alleged situation pointing to the reportable incident. As it was stated, fast unintended down movement of the table estimated as 1-2 cm occurred two times during the same surgery. Following the incident, the staff moved the table to its lowest position in order to complete the procedure without any delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of the operating table during surgery, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As no malfunction with the device was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. (B)(4). The affected device has been evaluated by the getinge service technician. The device was checked and no malfunctions were found. The error logs were analyzed by the technical support department and no abnormalities were found. The affected device was manufactured in 2019 and was in use for almost 4 years. The last maintenance of the affected device was performed in november 2021 and no malfunctions were found. It is possible that the unintended movement of the device was caused by the accidental pushing of the remote control button by the user but, according to the technician and the customer, the operator was not moving the table column during the incident. Based on all available information, no malfunctions with the table column were found. The root cause for the reported issue, namely the unintended movement of the device during the surgery, remained impossible to define we currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Getinge became aware of a situation with one of our columns ¿ 116001c0 - otesus or table column, mobile which was related to table changing the position during the procedure. On (B)(6) 2023, further information was received regarding the alleged situation. As it was stated, fast unintended down movement of the table estimated as 1-2 cm occurred two times during the same surgery. Following the incident, the staff moved table to its lowest position in order to complete the procedure without any delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of the operating table during surgery, was to reoccur.